Event description:
Information was received from a patient.  Patient said they "put them asleep in the operating room and had to wait 8-10 days for it to get the leads in the body seized up more or less and they think it's off top of their head. Patient thinks they had this thing implanted on april 14th and they believe that's what they was doing until about end of april or 1st of may and it didn't work even with the offset thing. "  they noted "it's just aggravating to be such a simple process to turn it on and they are scared to turning it on because they are afraid it won't turn off. "   agent had difficulty understanding patient and information was confusing.  Agent could not get a word in because patient kept talking and did not listen.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.